Manufacturer narrative:
12/30/1997-supplement #1 sent to FDA. Device not available for eval.

Event description:
During a gastrectomy procedure, the instrument locked on the tissue. The surgeon removed the instrument with a clamp. No patient injury occurred.